Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v452774, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) and extension component were explanted due to infection. The patient was re-implanted with a new ins and extension on (B)(6) 2013. It was noted that the original lead was still being used. Additional information was requested but was not available at the time of this report.